Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 8 atmospheres for 20 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).